Event description:
This report is based on information provided by remote service engineer rse, product support engineer, and service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the device can not boot up. It shows cannot locate mpm application.exe. The device use during the time of the event is unknown; however, no patient or user health was reported.